Manufacturer narrative:
Updated: d8, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, the reported 3d switching function issue was no reproduced and could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up for an unspecified procedure, the flex 3d deflectable videoscope, 3d switching function was not working. There was no report of patient involvement or harm as a result of the event.